Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on (B)(4) 2006.

Event description:
It was reported that pt underwent revision procedure on (B)(6) 2005, to exchange modular head component to increase neck length, due to multiple dislocations. Subsequently, pt's hip dislocated again and all components were replaced on (B)(6) 2005.